Manufacturer narrative:
Added information to h10 image evaluation: article reports of stenosis, cuspal thickening, and fibrous tissue were confirmed through host tissue overgrowth observed through image evaluation. One color photo obtained from article depicted inflow and outflow aspects of valve and several cut off fragments of the valve sewing ring. Valve appeared to have heavy host tissue overgrowth along with subvalvular apparatus growth encroaching over the leaflets and stent circumference on the outflow aspect. Valve also appeared to have moderate host tissue overgrowth encroaching over the leaflets on the inflow aspect. A majority of the sewing ring appeared cut off from the valve and exposed the metal band on the inflow aspect. The host tissue overgrowth also appeared to fuse all three leaflets at the commissures on the outflow aspect. The heavy host tissue overgrowth would have restricted leaflet mobility and led to stenosis.

Manufacturer narrative:
Added information to h6. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease (cad) and history of coronary artery bypass graft (CABG).

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed article examination of operatively-excised bioprostheses in the mitral valve position to determine the reason for dysfunction in the american journal of cardiology am j cardiol. 2022 jun 1;172:98-106. Doi: 10.1016/j.amjcard.2022.02.029. Pmid: 35569884. A 29mm ce valve implanted nine (9) years was explanted due to bioprosthetic stenosis, cuspal thickening, and ring and cusps covered by fibrous tissue.